Event description:
Additional information received indicates that it was determined the ipg was fully functional with greater than 3.0 voltage and was not replaced. Event is no longer reportable for this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system had reached its end of service, and the patients lead had high impedance issues. Surgical intervention may be taken at a later date to address the issue.